Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was implanted and explanted during the same procedure. It is unknown why the lead was not used. There was no documentation available. No patient information was provided.